Event description:
Oxygen care ltd (physio-control's service agent in (B)(4)) received a device into their workshop for routine preventive maintenance (pm). It was reported that the unit failed the impedance test by failing to detect any change in external load. The device was opened for further investigation and it was observed that both internal therapy connector flying leads, the ribbon cable and the multiblock connector, were unattached to their corresponding circuits. After re-connection the device functioned normally and passed all tests. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4): the physio-control service agent in (B)(4) evaluated the device. The cause of the reported failure was determined to be due to the therapy connector wire harness connectors j23 and j24 being disconnected. After reconnecting these connectors, proper operation was confirmed and the device was returned to the customer. It was not determined when or how these connectors became disconnected. The device has passed its previous annual maintenance inspection testing in august, 2009. It was noticed that the customer had not been performing defibrillator shocks during their routine device checks. Performing defibrillator shocks using either the standard external paddles or the therapy cable is recommended in the device operating instructions as part of a device check to be performed routinely by the device operator.